Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they went to the emergency room (ER) due to their blood sugar falling while the receiver was showing a high inaccurate value and continued to climb. It was indicated that the patient was vomiting, shaking and feeling nauseous. The patient stated that they did not treat their low because the receiver did not show a low value. Additional patient or event information is not available.